Event description:
It was reported that the surgeon had chosen to use an eccentric glenosphere so as per surgical technique opted to use the glenosphere guide when screwing on the glenosphere to get the orientation correct. The surgeon had some difficulties with the muscles being quite tight in the area and it proved difficult screwing in the glenosphere. The consultant noticed that the small metal nipple that is on the end of the guide had broken off. The small piece of metal was not visible and at that point it wasn¿t clear whether it had been taken up by the suction or was still inside the patient. The x-ray taken revealed that the metal piece was still inside the patient and had fallen somewhere down the arm into the muscle. The surgeon decided it would cause more damage to retrieve the piece of metal and so decided to leave it inside the patient. X-ray was taken which caused 25-30 minutes of delay to the procedure. The hospital had to open another one of their trays to get an identical instrument to proceed with the procedure.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H.11. Additional narrative: added: b5.

Event description:
Additional information received states that the event occurred during primary and the patient was left with metal foreign object inside. No adverse consequences reported.